Manufacturer narrative:
The device was manufactured between 08sep2016 and 09sep2016. The device was received for evaluation containing approximately 50ml of saline solution in the bladder. When the luer cap was removed, no evidence of fluid was observed coming out at the distal luer; therefore, the reported condition was verified. After the administration tubing was cut, fluid was found flowing out of the cut tubing which was evidence that the cause of the flow problem was due to complete blockage from the excess solvent at the solvent-bonded junction of the tubing and distal luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when filling a small volume intermate with 0.9% saline no flow was observed. There was no patient involvement. No additional information is available.